Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: three samples were provided to our quality team for investigation. Through visual inspection, a tear in the wrap within the tray was observed on two of the samples. It was noted that the wrap was caught within the seal of the tyvek packaging for one tray, however, it was verified the sterile barrier was in tact, therefore there was no breach of sterility. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001550344 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. While we cannot identify a direct cause for the tears within the wrap, the wrap noted to be within the tyvek seal is verified to be related to manufacturing. A project has been opened to further evaluate this incident. Manufacturing personnel will be notified and awareness training will be provided. Complaints received for this device and reported condition will continue to be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material #: 406060 batch#: 0001550344 it was reported by customer that while opening trays for pain procedures, 3 of them had holes/tears in the wrapping. Verbatim: while opening trays for pain procedures, 3 of them had holes/tears in the wrapping. New trays were gathered and used.